Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 07/16/2015, belt 02/07/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. Per clinical review of the continuous ECG recording, the patient was in an idioventricular rhythm at 20 bpm with CPR/motion artifact at 12:58:29 on (B)(6) 2021. The patient received the inappropriate treatment at 12:59:41. The patient's rhythm at the time of treatment was an idioventricular rhythm at 20 bpm with CPR/motion artifact. The patient's post-shock rhythm was asystole with pacemaker spikes and intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 13:21:36. It was not reported who disconnected the electrode belt. The patient passed away on (B)(6) 2021.